Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet fluidics management system in a tray was visually inspected and no obvious defects were observed. No channeling was observed on the drain bag tape assembly. The sample was tested using a console. The sample primed and tuned with a handpiece successfully. The sample could be recognized and the service data could be retrieved from the console. No leakage or occlusions were detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. Cassette maximum vacuum was achieved. No problem was found with the returned cassette fluidics. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that lost suction due to a leak of cassette during vitrectomy surgery. The surgery was completed after replacing the product with another pack. There was no patient harm.